Event description:
Dealer called stating that the barpkgivc-1633 (bar600ivc bed package), allegedly has a burr on the frame which the consumer scratched her leg on upon transferring from the bed. Dealer also alleges that the bed is sagging.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model barpkgivc-1633, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number 1123842 rev g (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.